Event description:
Event verbatim [preferred term]. Novopen 4 was stiff and didn't push insulin [device mechanical issue]. Device didn't push insulin [device failure]. Increase the bgl to 500 [blood glucose increased]. Case description: study ID: 1706-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. This serious solicited report from egypt was reported by a consumer as "novopen 4 was stiff and didn't push insulin (device mechanical jam)" with an unspecified onset date , "device didn't push insulin (device failure)" with an unspecified onset date , "increase the bgl to 500 (blood glucose increased)" with an unspecified onset date and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Current condition: diabetes mellitus (type and duration not reported), hypertension. Concomitant medications included - mixtard 30 hm penfill(insulin human) suspension for injection, 100 iu/ml, gliptus (vildagliptin), blokium diu (atenolol, chlortalidone). On an unknown date, the patient experienced that the novopen 4 was stiff and didn't push insulin and increased the blood glucose level to 500 (units not reported). Batch number for novopen 4 was requested. The outcome for the event "novopen 4 was stiff and didn't push insulin (device mechanical jam)" was not reported. The outcome for the event "device didn't push insulin (device failure)" was not reported. The outcome for the event "increase the bgl to 500 (blood glucose increased)" was not reported. Reporter's causality (novopen 4): novopen 4 was stiff and didn't push insulin (device mechanical jam): unknown; device didn't push insulin (device failure): unknown; increase the bgl to 500 (blood glucose increased): unknown. Company's causality (novopen 4): novopen 4 was stiff and didn't push insulin (device mechanical jam): possible; device didn't push insulin (device failure): possible ; increase the bgl to 500 (blood glucose increased): possible.

Event description:
Case description: investigational results, name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer's comment: 10-nov-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical history of type 2 diabetes mellitus is a significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of mixtard 30 penfill. Investigational results, name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.